Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that when the kincise automated surgical impactor device was being used to remove a broach from the femoral canal, the housing on the device came apart and locked the trigger in power mode. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was reported that the patient¿s x-ray/radiographs were available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device had a sticky trigger was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that device had a separation between the rear housing and midplate, the trigger body was loose, signs of corrosion and pitting on the battery terminals, the edge of the housing that held onto the midplate groove was damaged, the trigger body had back out and was wedged beneath the trigger body. It was further determined that the device failed pre-test for visual assessment. Therefore, the reported condition that the device fell apart was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear.